Event description:
(B)(6) had a total left hip arthroplasty in (B)(6) 2009 for degenerative osteoarthritis. She had a metal-on-metal total hip arthroplasty with a depuy asr cup. She has had increasing persistent pain and elevated serum cobalt and chromium levels. The acetabular component has been recalled and revision is now recommended.